Event description:
It was reported that the patient presented in emergency room due to a high pacing impedance alert on the right ventricular (rv) lead. Upon interrogation, it was found that the rv lead also exhibited high capture threshold. Programming changes were made. Patient condition was stable.